Event description:
It was reported "upon startup inspection, it was found that the battery could not be used to start the pump, and only the mains power could be used. The nurse immediately reported to the engineer. After the engineer arrived at the scene and inspected, it was found that the battery was damaged. After replacing the battery, the test was normal and the pump was continued to be used for the patient. During this period, no harm was caused to the patient and there were no adverse effects on the patient". The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "battery could not be used to start the pump" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR) , the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging , maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported, "upon startup inspection, it was found that the battery could not be used to start the pump, and only the mains power could be used. The nurse immediately reported to the engineer. After the engineer arrived at the scene and inspected, it was found that the battery was damaged. After replacing the battery, the test was normal and the pump was continued to be used for the patient. During this period, no harm was caused to the patient and there were no adverse effects on the patient". The patient's current condition is reported as "fine".